Manufacturer narrative:
(B)(6). The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an urgent esophageal varices ligation procedure performed on an unknown date in the beginning of (B)(6). According to the complainant, 8-10 days post procedure, after initial success, the patient suffered excessive bleeding via post-ligation ulcerations requiring the implant of a blakemore probe. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.